Event description:
It was reported this right atrial (ra) lead was not successfully implanted. The lead was initially placed but exhibited high thresholds. The helix was successfully retracted and repositioned however upon attempting to extend the helix it would not come out. Attempts to extend the helix outside the body was also unsuccessful. Another lead was successfully implanted. The attempted lead was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.